Event description:
It was reported the programmer would not boot up to the home screen. The programmer was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer locked up on the "please wait" screen, as a result the software was reloaded. It was also noted that the bezel was broken, the tab on the power cord bay door was broken, the device had major internal corrosion and the audio loopback functional test failed. (B)(4).